Event description:
Patient noticed implant was loose and took out the abutment and implant. Pt had re-implant surgery on (B)(6) 2012.

Manufacturer narrative:
Implant loss is known to occur, considered in the (B)(4) and communicated in the pt information. There are no indications that the occurred is a result of manufacturing or component failure.